Event description:
To summarize this event, the 6f amplatzer torqvue 45 delivery system sheath tip detached and became stuck between the two discs of the amplatzer muscular vsd occluder.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report of 04/27/2009 was received; however, the cause of death was not provided or could it be learned. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.2 months. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.